Event description:
It was reported to philips that the power button on the review module is stuck, impacting boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.